Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a film evaluation of one video. A visual inspection of the returned video noted the type of loading unit could not be identified. The videos shows an attempt of firing the loading unit. The staple line is incomplete with slight staple line bleeding. Multiple malformed staples fell into the patients cavity. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on stapling of the stomach, the stapler was able to fire and the two staples fell into the patient¿s cavity. They used another reload to complete the case. There was no patient injury.